Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's dbs system controller was displaying the "replace generator soon" message. It was undetermined if the generator battery depleted normally or prematurely. The generator was successfully replaced with a new one and the issue resolved.